Event description:
A pt was being held by staff in order to administer two injections of rocephin im (one in each thigh). While injecting the needle into the pt's thigh, the needle shaft bent and the needle stuck the the second digit of the nurse's hand that was securing the pt's tissue. The nurse pulled the needle out through the pt which resulted in contamination to the pt.